Event description:
A pt reported experiencing inaccurate high results with their meter. The pt's blood glucose results were 11.9 versus the labs 9.1 mmol./l tests were done within 10 minutes with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.